Manufacturer narrative:
Summarized patient outcomes/complications of simultaneous valve implantation in aortic and mitral position in high-risk patients were reported in a research article in a subject population with multiple co-morbidities including previous surgical cardiac surgery and severe mitral annular calcification. Some of the complications reported were hemorrhage, endocarditis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: simultaneous valve implantation in aortic and mitral position in high-risk patients

Event description:
The article, "simultaneous valve implantation in aortic and mitral position in high-risk patients", was reviewed. The article presented a retrospective, single center study to add new evidence in double-valve interventions. Devices included in the study were edwards sapien, medtronic evolut r, abbott portico, boston scientific lotus edge, and jenavalve. The article concluded that a simultaneous double-valve intervention is a feasible, less invasive option for multimorbid patients that can lead to an immediate relief of symptoms and fast recovery, with initial clinical experience showing encouraging performance results. [The primary and corresponding author was hendrik ruge, department of cardiovascular surgery, german heart center munich, lazarettstrasse 36, munich, 80636, germany, with corresponding email: ruge@dhm.mhn.de] the time frame of the study was from 2012 to 2023. A total of 13 patients were included in the study, of which 5 (38.5%) received an abbott device. The average age was 77 years and the majority gender was female. Comorbidities included previous surgical cardiac surgery and severe mitral annular calcification.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.